Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204 / 107, damaged connector) was confirmed. As received, the connector latches were broken, creating an insecure connection with a monitor. The cause of the service codes is the insecure connection. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and 107 and that the electrode belt had a damaged connector.